Event description:
Information was received that the cadd solis pump is not correctly delivering the infusion to the patient. No reported adverse effects.

Manufacturer narrative:
Additional information: adverse event problem. One cadd solis hpca pump was returned for analysis. The customer stated problem was verified. During investigation the pump didn't recognize the cassette attached. Service's replaced the cassette sensor and the pump still did not work properly; therefore, the mainboard had to be replaced. After the major repair, the pump works fine and passed all tests. The root cause of the reported problem was the faulty mainboard.